Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (ess205) (batch no. 12291414-inv, 12281414, 12279385) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, dysmenorrhea and menorrhagia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (transvaginal hysterectomy with lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered pelvic pain, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: insertion details: right side - 9 coils, left side- 3 coils. An essure device was attempted to be placed on the right, however, the device failed and did not deploy. This one was removed and a second device was placed with approximately 9 coils remaining in the endometrial cavity. Essure device was placed on the left side with 3 coils remaining in the endometrial cavity. Lot # 12291414 is not valid. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot number, reporters, product code were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (ess205) (batch no. 12291414-invalid 12281414, 12279385) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, dysmenorrhea and menorrhagia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (transvaginal hysterectomy with lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered pelvic pain, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: insertion details: right side - 9 coils, left side- 3 coils. An essure device was attempted to be placed on the right, however, the device failed and did not deploy. This one was removed and a second device was placed with approximately 9 coils remaining in the endometrial cavity. Essure device was placed on the left side with 3 coils remaining in the endometrial cavity. Lot # 12291414 is not valid. Lot number:12279385, manufacturing date:2005/03, expiration date:2007/02. Lot number:12281414, manufacturing date:2005/03, expiration date:2007/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure (batch no. 12291414-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, dysmenorrhea and menorrhagia. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: insertion details: right side - 9 coils, left side- 3 coils an essure device was attempted to be placed on the right, however, the device failed and did not deploy. This one was removed and a second device was placed with approximately 9 coils remaining in the endometrial cavity. Essure device was placed on the left side with 3 coils remaining in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure (batch no. 12291414-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, dysmenorrhea and menorrhagia. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: insertion details: right side - 9 coils, left side- 3 coils. An essure device was attempted to be placed on the right, however, the device failed and did not deploy. This one was removed and a second device was placed with approximately 9 coils remaining in the endometrial cavity. Essure device was placed on the left side with 3 coils remaining in the endometrial cavity. Lot # 12291414 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure (batch no. 12291414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, dysmenorrhea and menorrhagia. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: insertion details: right side - 9 coils, left side- 3 coils an essure device was attempted to be placed on the right, however, the device failed and did not deploy. This one was removed and a second device was placed with approximately 9 coils remaining in the endometrial cavity. Essure device was placed on the left side with 3 coils remaining in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.